Event description:
The plaintiff's atty alleged that the pt experienced sudden cardiac arrest and expired the same day. It was alleged that the event occurred due to administration of the prod during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate prod. Add'l info has been requested and will be submitted upon receipt accordingly.